Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed metal burrs and scuff markings along the od of the serrations and outer tube window of both ar-8400cds dissectors, consistent with sites of debris production. Returned, new devices of the same part/lot number combination did not display the aforementioned characteristics. This event is most likely caused by excessive bending forces applied to the device during use.

Event description:
It was reported by the sales rep that during a meniscal repair upon insertion the ar-8400cds was producing metal shaving. The surgeon changed the ar-8400cds same lot number (10212946) and the problem occurred again. The surgeon used a shaver to suction the metal shaving, the sales rep was unsure if all the metal shaving were removed. No x-ray was taking after the procedure was complete. The case was completed using a third ar-8400cds with no additional issue.